Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two patient account was patient admitted but preadmitted status was not displaying on patient unit. Patient account was not showing hmtncspx01 or hmtncspx02 pyxis for the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two patient accounts were showing as preadmitted and were not displaying on the stations. A technical support specialist found that the same pre-admit message originally sent and was resent on the same date, which caused the patient to revert to a pre-admit status, this was the root cause of the issue. Tss advised the customer that admissions would need to resend an updated admit message with a current timestamp to correct the patient¿s status. The customer also asked whether patient had experienced a similar issue of appearing only in a preadmitted admit status. Tss reviewed the message history and confirmed two discharge messages for the same patient: a pre-admit message received and a discharge at the same day, then an outpatient to in patient message. Based on the reviewed timeline, device was not configured to display pre-admission status, the patient would not appear during that period. The system functioned as intended after the technical support specialist investigated the issue.